Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Device remains implanted.

Event description:
It was reported that patient underwent a dental extraction of tooth #8 on (B)(6) 2015. A dental implant and synthetic bone graft were implanted in the surgical site. It was further reported that on (B)(6) 2016, an irrigation and cleaning were performed and antibiotics were placed in the area due to the presence of a deep pocket, bone loss and infection.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Corrective action was initiated for the reported issue.